Event description:
End user states, she received this scooter second hand, she has had it less than a year, just replaced batteries. Scooter is not driving smooth, it will randomly jerk, as if brakes are being applied. Has been doing this since she received it. She is not sure if its lynx 3 or 4.